Event description:
Follow-up to MFR report # 2125050-2019-00924. Additional information rec'd reported the patient experienced erosion, extrusion, pain, numbness, worsening of urinary incontinence and urinary frequency, persistent stress urinary incontinence (sui), recurrent urinary tract infections (uti), e.coli, enterococcus faecalis, viridians strep, fewer bowel movements, osteitis of symphysis pubis, obturator fossa tenderness, overactive bladder, nausea, chills, headache, hematuria, dysuria, dyspareunia, significant levator tension and spasms, decreased pelvic floor relaxation, muscle weakness, limping antalgic gait, vaginal spasms and atrophy, and depressive symptoms. Patient was seen in the emergency department on (B)(6) 2019. On (B)(6) 2019 the patient underwent a partial excision of the device with closure of the intraoperative vaginal mucosa perforation, cystoscopy, bilateral retrograde pyelograms, irrigation of multiple blood clots from bladder, and cauterization of active urethral bleeding. On (B)(6) 2021 the patient underwent the excision of the mesh and cytoscopy under general anesthesia.

Manufacturer narrative:
Follow-up to MFR report # 2125050-2019-00924. Additional information rec'd reported the patient experienced erosion, extrusion, pain, numbness, worsening of urinary incontinence and urinary frequency, persistent stress urinary incontinence (sui), recurrent urinary tract infections (uti), e.coli, enterococcus faecalis, viridians strep, fewer bowel movements, osteitis of symphysis pubis, obturator fossa tenderness, overactive bladder, nausea, chills, headache, hematuria, dysuria, dyspareunia, significant levator tension and spasms, decreased pelvic floor relaxation, muscle weakness, limping antalgic gait, vaginal spasms and atrophy, and depressive symptoms. Patient was seen in the emergency department on (B)(6) 2019 and (B)(6) 2019. On (B)(6)2019 the patient underwent a partial excision of the device with closure of the intraoperative vaginal mucosa perforation, cystoscopy, bilateral retrograde pyelograms, irrigation of multiple blood clots from bladder, and cauterization of active urethral bleeding. On (B)(6) 2021 the patient underwent the excision of the mesh and cytoscopy under general anesthesia.